Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1637 showed one other similar product complaints from this lot number.

Event description:
It was reported that armpit catheterization with a blind insertion method was conducted on the patient on (B)(6) 2018. The insertion procedure was successful; x-ray confirmed that the tip of the catheter was at the right lower margin of the t6 pyramis. Insertion length of the catheter was 49cm, with the exposed part length of 4cm. The patient received transfusion with the catheter on (B)(6) 2018 and (B)(6) 2018 and no abnormalities were found. The nurse found that the catheter had a leak when flushing the catheter on the morning of (B)(6) 2018. After careful examination, it was found that there was a vertical cleavage about 3.5cm away from the strain relief of the catheter. A 3cm segment was trimmed off of the catheter and it then functioned normally from (B)(6) 2018 to (B)(6) 2018. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was inconclusive due to the sample condition. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The 50cm depth mark coincided with the distal tip of the strain relief oversleeve. Residue was visible on the external surface of the connector. The groshong valve was intact at the distal end of the catheter tubing. The leak that occurred on (B)(6) 2018 was observed on the returned sample. A leak that was observed on (B)(6) had been cut away and a new connector was attached to the catheter. The section of tubing that had been cut away was not returned for investigation; therefore, the cause of the leak observed on (B)(6) was inconclusive. Potential contributing factors include fatigue and sharp instrument damage. A lot history review (lhr) of rebq1637 showed one other similar product complaints from this lot number.

Event description:
It was reported that armpit catheterization with a blind insertion method was conducted on the patient on (B)(6) 2018. The insertion procedure was successful; x-ray confirmed that the tip of the catheter was at the right lower margin of the t6 pyramis. Insertion length of the catheter was 49cm, with the exposed part length of 4cm. The patient received transfusion with the catheter on (B)(6) 2018 and no abnormalities were found. The nurse found that the catheter had a leak when flushing the catheter on the morning of (B)(6) 2018. After careful examination, it was found that there was a vertical cleavage about 3.5cm away from the strain relief of the catheter. A 3cm segment was trimmed off of the catheter and it then functioned normally from (B)(6) 2018. No patient injury reported.